Event description:
Bed was found in "down" storage area. Hi-lo head drifts down slowly. No injury reported.

Manufacturer narrative:
Tech found bed in "down" storage area. Isolated the problem to hi-lo head drifting down slowly, due a faulty emergency trend valve. The emergency trend function still works. Replaced emergency trend valve to resolve this issue.